Event description:
It was reported that when the preloaded monofocal intraocular lens (iol) was inserted, a foreign matter adhered to the optic. The foreign matter was attempted to be removed using irrigation and aspiration as well as a hook, but it could not be removed. There is no patient injury reported. No other medical intervention was required. No further information was provided.

Manufacturer narrative:
Section a2 and a4: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - telephone number:(B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: august 12, 2024. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: product was returned to the manufacturing site for evaluation. Visual inspection revealed that the complaint device was received with the plunger rod advanced. Viscoelastic residue was distributed through the length of the cartridge. The lens module was inspected, presenting with no damage; however, viscoelastic residue was identified which could have contributed to the complaint event. No foreign material was identified. No lens was received. A photograph provided by the customer was received for further evaluation. The picture showed an eye being implanted with a lens claimed to be a tecnis monofocal optiblue intraocular lens (iol) preloaded in a simplicity delivery system (model dcb00v). A colorless particle measuring approximately 0.3 x 0.4 mm was observed in the lens mid periphery. The nature, source, root cause, and potential clinical impact of such particle could not be determined from a picture assessment. The complaint issue "foreign material - loose" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.